Manufacturer narrative:
The device evaluation found foreign objects inside of the nozzle. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified since it was unknown if the reprocessing was practiced in accordance with the IFU. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside of the nozzle. There were no reports of patient involvement.